Event description:
When hanging a new fentanyl cadd, the tubing just before the hub had a hole in it. Patient was not attached to the medication. The medication was starting to be primed through the tubing when it was caught. Some fentanyl was dripped on the floor as the priming was stopped as soon as the hole was discovered.